Event description:
(B)(6) clinical study. Same case as MDR ID: 2134265-2013-04097. It was reported that post percutaneous coronary intervention, myocardial infarction occurred. In (B)(6) 2010, the subject presented with stable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a de novo lesion located in the proximal portion of the saphenous vein to second obtuse marginal artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 3.5 mm. Target lesion #1 was treated direct stent placement using a 3.5 mm x 12 mm taxus liberte stent delivery system with less than 10 % residual stenosis. On the next day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with persistent left sided chest pain radiating to the left shoulder and associated with shortness of breath, diaphoresis, and nausea. Electrocardiogram revealed sinus bradycardia with lateral st-t wave changes suggestive of possible infarct. Troponin levels were noted to be elevated consistent with protocol definition of myocardial infarction. The subject was diagnosed with acute non-st elevation myocardial infarction and cardiac catheterization was recommended. No intervention was performed and subject was treated medically. On the next day, the event was considered resolved without residual effects. The subject was discharged on aspirin and plavix after the day the event was considered resolved.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. The device has not been returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).